Manufacturer narrative:
Upon receipt of additional info, it was determined this product should not have been reported. This report should be voided.

Event description:
Upon receipt of additional information, it was determined that the product should not have been reported. This reported should be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the right side closing pin is stiff, lubrication did not help, the upper part of the frame is slightly bent and the teeth of the comb are worn. The event timing was prior to surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete.